Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was alleging over delivery. The customer¿s blood glucose level was 60 mg/dl at the time of incident. The. The customer was assisted with troubleshooting. The customer did not mention any treatment and symptoms related to blood glucose values. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer has been using insulin pump system within 48 hours of reported blood glucose event. Customer also stated that the drive support cap was normal. The device will not be returned for analysis.